Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the va-lock scr 2.7 head 2,4 self-tap l16 ss (p/n: 02.211.016s, lot #: 4l82754) was returned and received at us cq. Upon visual inspection, the threads of shaft and locking threads were found to be stripped. In each instance the condition is consistent with difficulty locking the screws to the plate. The complaint condition is confirmed for the va-lock scr 2.7 head 2,4 self-tap l16 ss (p/n: 02.211.016s, lot #: 4l82754). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot steril artikel, part: 02.211.016s, lot: 4l82754, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 27.may.2019, expiry date: 01.may.2029. Unsteriler artikel part: 02.211.016, lot: h857954, manufacturing: USA. A DHR file from the time of manufacture could not be reviewed because it is not been scanned into tungsten yet. Jde confirmed that the lot was released for sale in april 2019. A search in mdd nonconformance module confirmed that no nonconformances occurred during manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrs. (B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the reduction and osteosynthesis with plate of the lateral malleolus surgery on (B)(6) 2019 to treat bi-malleolus fracture, the locking of the distal screw was defective. The surgeon used another 4 holes plate. There was fifteen (15) minutes surgical delay. There was no clinical consequence but an increase of the infection risk linked to the increase of the operating time. Patient outcome is reported as back home, scheduled for follow up visit. Concomitant device reported: unknown screws (part#unknown, lot#unknown, quantity: unknown). This report is for one (1) 2.7mm va locking screw 16mm. This is report 2 of 2 for complaint (B)(4).